Manufacturer narrative:
In an update it was reported the patient¿s ipg was replaced on (B)(6) 2023 due to it be at end of life. The patient was well and stable post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively. Additionally, a DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape form manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.